Manufacturer narrative:
For patient 6, the investigation tested the patient's sample for toxo igg avidity. The patient's anti-toxo igg result was high-avidity at 92%. Acute infection was unlikely and a remote state of infection was assumed. The customer's system alarm trace and sample pre-analytical details were requested but not provided. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were ok. The customer provided the samples for patient 5 and patient 6 for an investigation. The investigation confirmed the customer's elecsys toxo igm results were reproducible for patient 5 and patient 6. For patient 5, the elecsys toxo igg result was <0.130 iu/ml non-reactive. The patient's elecsys toxo igm result was 1.20 coi reactive. The investigation identified an interference to a component of the reagent, ruthenium label. The patient's toxo igm recomline blot result was negative. For patient 6, the elecsys toxo igg result was 21817 iu/ml reactive after a 1:50 dilution. The investigation discovered the sample was neutralizable. The patient's elecsys toxo igm result was 1.25 coi reactive. The investigation did not discover an interferent within the patient's sample. The patient's toxo igm recomline blot result was negative. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the reactive elecsys toxo igm results were considered to be false for both samples. A general reagent issue could be excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igm results for two patients tested on an cobas 8000 e 801 module. The elecsys toxo igm results were not reported outside the laboratory. The customer performed repeat testing with the samples on a vidas biomerieux analyzer. On (B)(6) 2021, patient 5's elecsys toxo igm result was 1.29 coi reactive. The patient's vidas toxo igm result was 0.08 coi non-reactive. On (B)(6) 2021, patient 6's elecsys toxo igm result was 1.19 coi reactive. The patient's vidas toxo igm result was 0.20 coi non-reactive. The customer reported the vidas results outside the laboratory. The e 801 module serial number was (B)(4).